Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site had a defective orange tracker. There was no patient involved.

Manufacturer narrative:
The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker was able to accept known good instruments without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.